Manufacturer narrative:
One sample syringe was returned to the manufactrer to be evaluated. Upon visual inspection, tiny brownish orange fibers were noted to be floating in the suspension and adherent to the plunger. The samples and all available information has been forwarded to the manufacturer, am2pat for further evaluation.

Event description:
As reported by the sales rep per the user facility: a syringe had orange specks floating in the suspension and adherent to the plunger. The syringe had never been opened.